Manufacturer narrative:
The device was not returned for analysis. The vasospasms during the procedure were most likely mechanically induced. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate the procedure by limiting distal blood flow. In this event, the vasospasm were unsuccessfully treated intra-arterial injection of vasodilators (2 00 ug of nitroglycerin and papaverine 6.25 mg/h overnight), intravenous heparin for anticoagulation, and a loading dose of 40 u/kg, the dose was titrated at 2u/kg/h to maintain partial thromboplastine of 60 to 80. The patient required a retransplant. Vasospasm is a known inherent risk of the procedure and is documented in the micromiwe¿s instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: pereira, k., et al. (2016). "Percutaneous endovascular therapeutic options in treating posttransplant hepatic artery thrombosis with the aim of salvaging liver allografts: our experience." Exp clin transplant 14(5): 542-550. Exp clin transplant. 2016 oct;14(5):542-550. Doi: 10.6002/ect.2015.0189. Epub 2016 apr 20. Medtronic received report through literature review: a (B)(6) year old patient was reported to have hepatic artery digital subtraction angiogram demonstrating diffuse irregular narrowing of the hepatic artery. Thrombolysis using a micromewi multi-sidehole infusion catheter shows significantly improved flow confirmed on ultrasonography. However, upon removal of the catheter from hepatic artery resulted in diffuse spasm unrelieved with intra-arterial injection of vasodilators (200 ug of nitroglycerin and papaverine 6.25 mg/h overnight). The patient was also placed in intravenous heparin for anticoagulation. After, the patient also received a loading dose of 40 u/kg, the dose was titrated at 2u/kg/h to maintain partial thromboplastine time between 60 and 80 minutes. These attempts to recanalize the hepatic artery showed no significant improvement. The study was terminated and retransplant was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.